Event description:
Customer reported being hospitalized due to high blood glucose levels. Customer stated that he had received a no delivery alarm. Unable to complete troubleshooting, explained the rule of changing the infusion set after two consecutive high blood sugar readings. Sent a tubing clamp and advised call back for further testing when it is received.